Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The cell-dyn sapphire hemoglobin syringes with the manufactured date code of r30d have been identified by the vendor, to have been assembled with an insufficient or inconsistent amount of silicone lubricant applied to the plunger tip. The syringes cause the sapphire analyzer to generate homing failure messages upon installation of the syringe or shortly thereafter. A recall was issued and reported under 21cfr806 to the FDA.

Manufacturer narrative:
(B)(4). Concomitant medical products: cell-dyn sapphire hemoglobin syringe, list # 8h49-02. This follow up MDR for remedial correction 2919069-8/6/07-004-c is submitted late. The cell-dyn sapphire hemoglobin syringe, list number 8h49-02, was manufactured on (B)(4) 2007 and was identified by (B)(4) to have been manufactured with insufficient or inconsistent amount of silicone lubricant applied to the tip of the syringe plunger. The affected syringes with a package date of (B)(4) 2007 through (B)(4) 2007, caused the cell-dyn sapphire analyzer to generate an error message upon installation of the syringe or shortly thereafter. The cell-dyn sapphire hemoglobin syringe was distributed for the cell-dyn sapphire analyzer only and did not impact other cell-dyn analyzers. The issue was resolved when a new cell-dyn sapphire hemoglobin syringe, list 8h49-04, was manufactured by (B)(4) and released for distribution on (B)(4) 2009.